Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer called to report that the insulin pump excessively alarmed no delivery during the bolus procedure. Customer's blood glucose levels were not included in the report. Issue was reportedly resolved by the customer. However, customer is unsure how she fixed the issue. Customer does not want to return the infusion set or reservoir for analysis. Customer was unable to complete the troubleshooting process. Advised customer to call when the alarm occurs in order to troubleshoot. Product is not being returned or replaced.